Event description:
Patient reported right side "rupture, pain, calcium build up," and "encapsulation". Device has been explanted.

Event description:
Patient reported right side "rupture, pain, calcium build up," and "encapsulation." Manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1, d.2, d.4, g.3, g.5, h.6.

Manufacturer narrative:
Reason for reoperation due to "rupture, pain, calcium build up," and "encapsulation." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "rupture, pain, calcium build up," and "encapsulation." Manufacturer of the device is unknown. Device has been explanted.